Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The patient via a manufacturer representative reported that they felt their implantable neurostimulator (ins) battery heating up when the patient was looking at their cell phone. They also felt the lead in their spine getting hot as well. These issues started about 20 days prior to the report. Their stimulation sensation had not changed. A manufacturer representative thought the ins site felt hot to the touch but they weren't 100% sure. An impedance check showed the #2 electrode as greater than 10,000 ohms. All of the other electrodes were between 456 and 480 ohms. They were unable to run the impedance test at a higher voltage. The patient was not programmed on electrode #2. The heating issue did not appear to be related to body position. All troubleshooting measures were noted to be fine. It was recommended that the patient used their cell phone with their ins off to see if the heating issues still occurred. They had turned the stimulation off for a couple of weeks to see if the issues resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.